Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: check settings alarm. Checked rtc found ok. Modes deactivated. Need activation key to rectify the machine issue. Occured during general check no patient involvement.